Event description:
The customer reported the 35ml luer lock tips are breaking. Some in pieces and some completely at the connection to the syringe barrel. The problem has caused medication waste. Per additional information provided on (B)(6) 2022, the medication used at the time of the breaks is variable but most commonly is cefazolin, ceftriaxone, or cefepime. There has been no patient or user harm associated with the breaks. They use b braun¿s red tamper evident cap to cap these syringes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed for lot 129864x and indicated that the product was released accomplishing all quality standards. The product was packaged between november 08-09, 2022. There were no photos or physical samples received for the investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition or determine the root cause. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. Control mechanisms are in place to prevent the occurrence and acceptance of the reported condition during molding, printing, assembly, and packaging processes, and to ensure components and finished product meet all quality inspection standards during the syringe assembly processes. Per procedure, complaint trends are evaluated during monthly corrective and preventive action (CAPA) meetings to determine if a CAPA is warranted. At this time, there is not enough information and a CAPA will not be initiated. This complaint will be used for tracking and trending purposes.